Manufacturer narrative:
Submit date: 08/05/2016. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. Because a sample has not been received for evaluation; conditions reported could not be confirmed. However, due to previous evaluation on samples reported with the similar condition the potential root cause is that could produce the reported condition is a degradation in the resin during the molding process which is generated during continuous minor process stops that may produce material degradation to a long resistance time during the plastic flow into the molded components causing material degradation which could affect the mechanical physical properties of the finished molded component. A production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer. As part of the corrective actions an automatic shutdown system has been implemented in the molding machine in order to prevent the material degradation during the resistance time thru the molding process. This system will generate an alarm and shut down the machine during a prolonged machine period with the resin feeding system and the machine will not allow resin in the screw molding machine. Once the machine is restarted, the standby is to be removed manually by the technician. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 05/31/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a yankauer. The customer reports that the suction tip is too brittle and breaking off. This was reported on the total joint pack. Neither patient injury nor medical intervention has been reported.